Event description:
It was reported that the patient in clinical follow-up. Interrogation of device noted under-sensing of p waves caused inappropriate atrial pacing resulting in patient palpitations. An increase in atrial threshold was also noted. Programming changes were performed. The patient was in stable condition.